Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Other relevant patient history/concomitant medications. Did you notice any securestrap device deficiency during use at the initial procedure? Do you have any photos to provide? What tissue was securestrap used on? Thickness? Will product be returned, return date, tracking information? What medical intervention was performed for sepsis? Results? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent a laparoscopic repair of parastomal hernia left side procedure on (B)(6) 2018 and the absorbable straps were used. The patient returned to hospital on the (B)(6) 2018 following sudden deterioration and sepsis and the hole was repaired and a vac dressing inserted. A tiny pin point hole in the small bowel was found which was leaking small bowel fluid. At this time there were areas of the small bowel which looked like the tacker head imprints on the bowel. On (B)(6) 2018 the patient returned to change of vac dressing and the sharp end of absorbable straps was discovered sticking out of the abdominal wall. Sharp end of absorbable strap found in abdominal wall and the absorbable strap was removed. The vac dressing was re-inserted. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.